Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received, and photographs were provided for evaluation. Visual inspection of the photos showed a white precipitate in the access line. During visual inspection of the actual sample, there was no precipitate observed in the tubing. Functional prime testing was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted. .

Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "foreign object" was observed in the access line of a prismaflex st 100 set during priming. There was no patient involvement. No additional information is available.